Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause was unknown. The patient changed her positioning while charging and the issue resolved.

Event description:
Additional information was received stating they spoke with a manufacturer representative (rep) on (B)(6) 2020 who suggested that they recline in a chair or in bed while they charge their stimulator and that has stopped the poor coupling. They just have to make sure they are lying flat enough.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported when they charged their implant they would start with full coupling, but within 10 minutes, it dropped to 6 then 4 then 2 then 0 without the consumer moving at all. It was noted this happened before and a replacement recharger antenna resolved the issue. No patient symptoms or further complications were anticipated. The caller received the new antenna and she was still having the same issues with charging. The patient was advised to check their ins with their hcp.